Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a delay on the keypad buttons. The customer's father could not provide specific details on the issue since the customer was at school. Customer¿s blood glucose was unknown. It is unknown if auto mode was active at the time of the event, no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.